Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states joystick will randomly turn off without being switched off. Have to cycle power to get it to turn back on.